Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral inner thighs on (B)(6) 2017 using cooladvantage coolfit contour and again on (B)(6) 2014 using cooladvantage coolfit contour who developed paradoxical hyperplasia (pah/ph) of bilateral inner thighs diagnosed on (B)(6) 2019.

Manufacturer narrative:
Reporter's full address e1: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral inner thighs on (B)(6) 2017 using cooladvantage coolfit contour and again on (B)(6) 2014 using cooladvantage coolfit contour who developed paradoxical hyperplasia (pah/ph) of bilateral inner thighs diagnosed on (B)(6) 2019.